Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, a green robot hem-o-lok clip could not be closed intra-abdominally because the distal cable on the medium-large clip applier instrument had broken. There were 15 uses left out of 100. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was an abnormal color (tending towards yellow, aged appearance) of the white case/housing that fits onto the robot arm. The incident with the clip applier instrument occurred during the first attempt to install the clip. The installation of the clip and instrument on the robot arm went smoothly. Upon observation intra-abdominally with the help of the camera, it was noticed that the clip applier jaw cable was loose from its housing, resulting in the inability to close the clip because the clip applier jaws were no longer responding. The clip was adapted to the size of the vessel as suggested in the instructions for use. The clip applier instrument was not used as it got "stuck" on the first attempt to apply the clip. The problem was resolved by using a different clip applier. The procedure was completed robotically. There was no harm caused to the patient. The issue led to a delay of about fifteen minutes, which was necessary to understand the problem. The delay was important, but it did not occur during a critical step of the surgery. There have been no reports of a fragment of the instrument falling into the patient. The instrument was complete when it came out of the trocar. There are no photos or videos of this event available for isi review. Patient-related information was not available and is restricted by hospital policies.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. Additional observation found related to the reported complaint included that the instrument input disk #6 and #7 were cracked inside the housing. Other backend components adjacent to the broken input did not show damage. The complaint was confirmed.